Manufacturer narrative:
(B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: loose stent on the balloon has previously caused or contributed to patient injury. Device issue: the stent was loose on the balloon. It was reported that upon removal of the promus stent system from the packaging, and prior to insertion into the patient anatomy, it was noticed that the stent was loose on the balloon. The device was not used and there was no patient involvement. The procedure was completed successfully using an unspecified device. No additional event information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.